Event description:
It was reported that the stimulator did not help with the patient¿s pain so the patient had the stimulator removed. It worked for a while and then his pain got too bad for the stimulator. No outcome was reported regarding this event.

Manufacturer narrative:
Concomitant products: product ID 3888-33, lot # j0427746v, implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # j0427746v, implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type extension. (B)(4).